Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to the patient requiring an upgrade to a cardiac resynchronization therapy defibrillator (crt-d). No adverse patient effects were reported as a result of this observation, and the explanted device was returned to boston scientific for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post-market quality assurance laboratory, initial analysis noted that the device had no telemetry and that a memory download could not be performed. A visual inspection noted a small dent on the edge of the device case. The casing of the device was then removed, and detailed inspection found that a device capacitor had been dented. An external power supply was then attached to the device, and no high current condition was identified. Firmware was reloaded and the device was programmed out of storage mode. The battery current drain measurement remained within a normal range. Analysis confirmed that the device was able to pace, sense, charge, and deliver a full energy shock. The loss of telemetry condition was attributed to a depleted battery. However, the root cause of the battery depletion could not be determined as device function was normal throughout the analysis. This event will be updated if any additional information becomes available.